Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: analysis of images and labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for device not completely de-aired during flushing and preparation was confirmed with objective evidence. The complaint was confirmed through imaging evaluation of returned tee; however, no manufacturing non-conformities could be identified from the device history record review or imaging. Potential root causes may include: the guide sheath handle not being elevated during insertion, air from a non-pascal source, or variation in device preparation or procedural use. However, as no device was returned and returned imaging was inconclusive, a definite root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the report received from spain, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein. During the procedure air was introduced in the patient. There were no issues during device preparation. The patient was under general anesthesia. The guide sheath (gs) handle was elevated while inserting into the patient. No saline drips or pressure monitoring devices were attached to any of the device handles. The syringe was left on the introducer until the guidewire was inserted. The guidewire and dilator were retracted at the same time. Air was observed right after the gs passed through the septum. The patient had st elevation, tachycardia and hypotension. IV inotropes were required. There was rv failure after st elevation, that was recovered right after patients stabilization. As per medical opinion, the amount of air observed was more than usual.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.